Event description:
The complaint was submitted via (B)(4). The report sates the pt had a central line changed two times. The first issue is reported on (B)(4). The second line was placed on the same side as the first line which is indicated as the right axillary vein. The second line became clotted approximately two days later and had to be exchanged. No additional information is available.

Manufacturer narrative:
(B)(4). The sample will not be returned.